Manufacturer narrative:
(B)(4) . Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: did the device deliver any staples? Device did not staple if yes, were the staples formed properly? A misformed staple fell from the device as being withdrawn from operative site, fell into trocar if yes, was the staple line complete? Did the device cut? Yes if yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? When, one staple fell into the trocar and the surgeon removed the trocar; this removed the staple, can you confirm that it was a staple that fell out and not the cartridge (device potentially long loaded)? A single staple fell if a staple, did it fall into the trocar prior to firing? Staple fell as being withdrawn after firing if a cartridge, did it fall into the trocar before or after firing? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 1st what was the product code of the cartridge(s) (tr45w, 6r45b, etc.)? Tr45w was there any patient consequence or change in the post-operative care of the patient as a result of the event? Longer anesthesia time ou responded that the patient had longer anesthesia time. How long was the procedure prolonged? Long enough to open a new device were there any patient consequences as a result? No patient consequences the analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. No malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a lung biopsy procedure the surgeon went to fire the device and all of the staples gummed up and did not come out properly. One staple fell into the trocar and the surgeon removed the trocar; this removed the staple. The case was completed with another device of the same product code. No patient consequences were reported.